Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump's current draws were within specifications.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.